Event description:
It was reported via repair work order that the brakes could not be set due to the big wheel that would not disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the brakes could not be set due to a big wheel that would not disengage. It was found through investigation that the big wheel would retract enough to allow the brakes to be fully engaged.

Event description:
It was reported via repair work order that the brakes could not be set due to the big wheel that would not disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.